Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Implant date: approximately 20 years ago. Concomitant medical products: knee-nexgen-bearings-unk; p/n: unk, l/n: unk. Knee-nexgen-femorals-unk; p/n: unk, l/n: unk. Knee-nexgen-tibial trays-unk; p/n: unk, l/n: unk. Knee-nexgen-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01168, 0001822565 - 2020 - 01169.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a revision has been planned for unknown reasons. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.